Event description:
Additional information was received that the clinic was going to continue to follow this patient and the impedance trends. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this patient's home monitoring system transmitted that a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system had been detected. At this time, no adverse patient effects were reported and additional information has been requested from the field representative.